Event description:
It was noticed on post-op xray that the metaglene was not fully seated, so patient was brought back to surgery. Surgeon indicated that the superior glenoid bone appeared to be impinging. Bone was burred down and metaglene was fully seated.

Manufacturer narrative:
The device associated with this report was not returned. A depuy france supplier reviewed the device history records and found the product conformed to the required specifications and found no manufacturing deviations or anomalies. A search of the complaint database found no additional reports for this part and lot number combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix c. Unsuccessful attempts were made to try to obtain additional information. Provided information states the metaglene was not fully seated, noticed on post op x-ray. The patient was brought back and the glenosphere and liner were exchanged. The surgeon indicated the superior glenoid bone appeared to be impinging, bone was burred down and the metaglene was fully seated. Provided information marked on the device experience report is marked that the product is not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.